Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited failure to capture, failure to sense and helix extension failure. The ra lead was not used and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited failure to capture, failure to sense, and was unable to be implanted. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 ¿ previous report should have mentioned unable to implant instead of helix extension failure and h6 - should be "1670 - use of device problem" instead of "1254 - difficult to fold, unfold or collapse"

Manufacturer narrative:
The reported events were for unable to implant, failure to capture, and failure to sense. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The tines were complete and intact. The reported events for failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.